Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a replace battery now alarm. The customer¿s blood glucose level was 219 mg/dl. The customer reported that they were not received the replace battery now without a low battery warning. The customer was advised to insert new energizer battery. This was not the second occurrence of replace battery now without a low battery warning. The customer was advised to install new or fully charged aa battery. New battery resolved the issue. The customer was advised to monitor insulin pump. The product will not be returned for analysis.